Event description:
Patient was in for right vertebral artery stent placement. The patient had a type iii aortic arch with very tortuous anatomy. The physician decided to access the vasculature through the right radial artery. There was a 6f 10cm sheath in place. The neuron was tracked over a sl-10 microcatheter and synchro 2 wire. There was a tight loop in the artery where it transitioned from the radial artery to the brachial artery. The neuron was successfully advanced through the loop to the proximal brachial artery, but could not be advanced any further into the subclavian artery. The physician was able to get the softer portion of the neuron through the loop but the stiffer portion of the neuron would not move through the tortuosity. The physician also tried a larger guide wire to advance the neuron further into the subclavian. When the neuron was removed, the floppy portion of the neuron detached in the patient, this portion was successfully retrieved with a snare. An angiographic run was taken after removing the neuron and there was a dissection of the radial and brachial arteries. The patient has "no symptoms and appears to be doing fine." The case was completed successfully with a traditional femoral artery approach.

Manufacturer narrative:
Device investigation: the catheter shows a break 84 cm distal of the hub/shaft joint. There is a large knot of uncoiled support wire dangling from the fractured end. The distal portion of the fracture was not returned. The edge of the break is ragged and stretched in appearance. The fracture renders the catheter non-functional. Conclusion: the catheter was used in tortuous anatomy and encountered vessels too tortuous to pass. The complaint noted that the physician continued to attempt to advance the catheter after it had jammed. It is likely that the catheter kinked in the tortuous anatomy and continued manipulation weakened the catheter to the point of breakage upon the force of withdrawal. The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspection were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. All parts released in this lot met specifications.